Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by severed motor mount screws found to be wedged in between the motor/cam shaft gears. The motor assembly, motor mount screws, and motor gears were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.